Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter disconnected the hubb extension from the device. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: "by performing a peripheral venipuncture with nexiva 20 (1,25) just prior to starting the procedure, the catheter disconnected the hubb extension from the device, making it impossible to use. In the room there was another device of the same, which was used".